Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump down and up arrows are not responding. Customer's blood glucose level was unknown. Customer also stated that the her body was not absorbing insulin from the insulin pump. The device will not be returned for analysis.